Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular over sensing due to noise. No patient symptoms were reported. The patient did not receive therapy due to the noise. Atrial lead noise events resulting in inappropriate auto mode switch were also noted. A decrease in high voltage impedance on the superior vena cava to can vector was observed. The physician reprogrammed the ventricular lead to a different vector and the patient would continue to be monitored.